Event description:
The manufacturer received information alleging a ventilator internal battery permanently failed. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging a ventilator internal battery permanently failed. There was no harm or injury reported. No medical interventions were specified. The device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The internal battery was replaced along with the inlet air path assembly and removable air path foam per remediation. The device passed all testing.